Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00419. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient received two cypher stents in a svg in the first diagonal. The two stents were overlapping. The target lesion was classified as a type b1 lesion. The email received for the cypress study reports that seven months after the index procedure the patient suffered a non q wave mi. Angiogram revealed restenosis in the implanted cypher stents. Patient was treated with additional stent placement.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00419. Information received from the (B)(4) study indicated that a patient experienced restenosis and a myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for angina, previous percutaneous intervention, family history of coronary artery disease, hyperlipidemia, hypertension, mi, congestive heart failure, diabetes, and renal insufficiency. The indication for the procedure was angina. The target lesion was a saphenous vein graft (svg) to the first diagonal (dx). The lesion was described as de novo and 80% stenosed. The lesion was direct stented with a 3.5mm x 33 mm cypher stent at 24 atms. The stent was post-dilated with a 4.0 mm x 20 mm balloon at 26 atms. A 3.5 mm x 18 mm cypher stent was then implanted proximal and overlapping the first at 24 atms. The stent was also post-dilated with the 4.0 mm x 20 mm balloon at 26 atms. Approximately (B)(6) months later the patient experienced a non-q-wave mi; angiography was performed and revealed restenosis greater than 50% within the cypher stents. The event was treated with an additional stent placement. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The cypher stent is indicated for use in native coronary arteries. Review of the information provided suggests that procedural factors/ vessel/lesion characteristics and/or the patient's extensive medical history may have contributed to the reported event.